Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019. The fse (field service engineer) evaluated the ventilator and replaced the power supply and the problem was resolved.

Event description:
The customer reported that the ventilator did not power on while connect to ac (alternating current) power. There was no patient or user involvement.